Event description:
The customer reported that the autobipolar function on the generator self activated. It was noted that (B)(4) cords were being used. The forceps were unplugged to get them to stop activating.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.